Event description:
It was reported that an alert for non-sustained right ventricular oversensing was observed via remote transmission. Review of egms showed oversensing due to noise. Further evaluation and testing were recommended.